Manufacturer narrative:
Date sent to FDA: 9/2/2022. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2020 and mesh was implanted. It was reported that the patient experienced severe pain, numbness, tingling sensation, stress and anxiety. It was reported that the patient previously underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. No additional information was provided. Other procedures are captured in separate files.